Event description:
The customer contact reported that the tubing separated from the cassette during priming. It was reported that there was no patient involvement or delay in therapy because tubing set was replaced. During verification testing at the service center, it was found that the tubing distal to the cassette was separated from the distal port. The device was examined under ultra violet light and found a lack of solvent sealer in the joints between the cassette and the distal tubing. The probable cause is related to personnel due to issues related to the solvent technique application including the lack of solvent application.